Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced the silicon tubing (s1) and (s2) due to an obstruction in the lines. The fse also replaced the 2.5 ml syringe and the lyse tubing assembly as they had worn out from normal use. The fse ran precision and quality controls, which recovered within specifications. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, contains information to address the customer's current issue. Based on the event details and the current evaluation, no product deficiency was identified with the cell-dyn 1700 instrument. The issue was resolved by performing required maintenance on the instrument.

Event description:
The customer states that a physician questioned the hemoglobin result of a patient sample generated on the cell-dyn 1700 analyzer. The sample was sent to a sister lab for verification. Following are the results from the customer lab (sister lab): patient #2: hgb = 7.9 (8.8) g/dl, hct = 27.3% (27.4%) and mchc = 28.3 (32.1) g/dl. The customer's female hemoglobin normal range is 12.0 to 16.0 g/dl; hematocrit normal range is 37 to 47%. The customer states that a 0.5 to 1.0 g/dl shift (low) has been noticed for patient and control samples. Wbc results have remained stable. The customer then ran a previous control lot with no bias/shift noted. Morning results matched previous results; issue began in the afternoon. Troubleshooting found that the lyse tubing was brittle and that the lyse cap was cracked. The abbott technical support advisor recommended that the customer order a new lyse line and cap and also set up a service call. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): no consequences or impact to patient. Low test results.